Event description:
Boston scientific crm received information that this lead dislodged post implant. It was noted that the patient has high pulmonary pressure which was presumed to be the reason the lead dislodged. The family elected to have the entire pacing system removed from the patient.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.